Manufacturer narrative:
During testing at the service center leakage from the disposable batteries was noted in the battery compartment of the device. Further testing found that the device intermittently did not power on dc power. Corrosion was noted in the battery compartment, on the negative battery contact, and on the middle printed circuit board. The probable cause for the customer report of the device not running on battery power was corrosion due to leakage from the disposable battery. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a customer report of, "pump will not run on battery power." This did not indicate a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment the device.